Event description:
I had a da vinci robot hysterectomy on (B)(6) 2013. Since the surgery I had months of bleeding and then still ongoing liquid discharge. My doctor did not seem too interested in the problem and gave me an antibiotic in (B)(6) 2013 but there was no change. The problem still continues.